Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead measured an out-of-range shock impedance. The patient also has an abandonded subcutaneous patch lead.